Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 07/31/2017, UDI #: (B)(4), device available for evaluation: yes, return date: 06/26/2018, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 07/31/2016, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited power switching and would make a "peep" sound when it occurred. Both batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the batteries. Momentary disconnection will result in an audible tone or "beep." As a result, the reported event was confirmed. The most likely root cause of the premature power switching and beeping events can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: battery / (B)(4). Device evaluated by manufacturer?: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.